Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician noted that the capture threshold on the atrial lead was rising. Full loss of capture on the atrial lead was later observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 7.3 cm. (Connector portion) and 51.2 cm. (Distal portion) with the extraction tool stuck inside the distal portion. Visual examination found procedural damage on both portions of the lead, including outer and inner insulation damage and the helix stretched and clogged with blood. X-ray examination found no anomalies on either portion other than procedural damage. No conductor fractures were found, but intermittent internal shorts were noted on the distal portion due to procedural damage. The reported events of high capture thresholds and loss of capture were not confirmed.